Event description:
The customer reported they had just begun therapy when the ventilator alerted to low o2. The respiratory therapist replaced the ventilator. The ventilator was on a patient and the patient was transitioned to a different ventilator. There was no patient harm. The investigation is ongoing.

Event description:
The customer reported they had just begun therapy when the ventilator alerted to low o2. The respiratory therapist replaced the ventilator. The ventilator was on a patient and the patient was transitioned to a different ventilator. There was no patient harm. The investigation is ongoing.

Manufacturer narrative:
The authorized service provider (asp) reviewed the event log of the ventilator, and no significant error codes were noted. The asp ran diagnostics in the o2 and airflow systems to try to reproduce the fault. No-fault was found. The asp performed testing, and all tests passed. The ventilator is ready for use.